Event description:
Senseonics was made aware of a serious adverse event where patient reported that passed out and the emergency doctor was called due to a hypoglycemic event on the night between (B)(6) 2022 and (B)(6) 2022, no specific hour provided. Event was related to her diabetes and a hypoglycemic event was diagnosed. The sensor glucose (sg) reading was 6,2 mmol/l and the blood glucose (bg) was 1,4 mmol/l. Patient did not receive low glucose alerts. Patient was treated with a glucose infusion from the emergency doctor.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The transmitter was not requested to be returned for evaluation as it was still being used by the user. The investigation was performed on the user's data available on data management system (dms). The investigation couldn't confirm the complaint (18th and 19th may 2022) as no data regarding sensor 264640 are available in dms between may and july 2022. Patient was treated with a glucose infusion from the emergency doctor. Patient's hcp is aware of the event and is doing fine now.